Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit displayed error code 120.4610 while a pump module was still infusing. It was noted that milrinone, tpn, and lipids were infusing at the time of event. There was patient involvement however, but no harm.

Event description:
It was reported that the pc unit displayed error code 120.4610 while a pump module was still infusing. It was noted that milrinone, tpn, and lipids were infusing at the time of event. There was patient involvement however, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the reported error code 120.4610 (power supply processor charge level low failure) was confirmed through a log review; however, the error was not replicated during laboratory testing. There were no issues or anomalies identified during the internal and external inspection of the suspect pcu. The returned pcu was powered on, in the ¿as received¿ condition. The suspect device successfully loaded the operating system without any errors or malfunctions; the reported code could not be reproduced. The suspect pcu was connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect device was powered on and off fifteen (15) times. In each instance, it loaded the operating system without any errors or malfunctions. Two (2) basic infusions were performed using two (2) known-good dchu pump modules. Each infusion was programmed for a duration of twenty-four (24) hours. The infusions were completed successfully with no errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pcu. Asm was used to evaluate the source pcu and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. The event date was reported to have occurred on (B)(6) 2025, at 7:00 am. The review of the pcu event log, the profile in use as identified as ¿pediatrics¿, on (B)(6), 2025, three (3) different infusions were programmed. On channel b (B)(6), at 9:50 pm, a guardrails IV fluids (lipid emulsion) was programmed at a rate of 18.1ml/h with a vtbi of 400ml, with a primary volume infused (pvi) recorded of 795.438ml, infused values are an accumulated total from prior infusions performed. On channel a (s/n: (B)(6)), at 9:53 pm, a guardrails IV fluid (tpn) was programmed at a rate of 50ml with a volume to be infused of 1100ml, with a pvi recorded of 4508.08ml. On channel c (B)(6), at 11:57 pm, a guardrails drugs (milrinone) with the following parameters: drug amount of 40mg, diluent volume of 200ml, concentration of 200mcg/ml, patient weight of 36.2kg, dose of 0.5mcg/kg/min, rate of 5.43ml/h and vtbi of 100ml, with a pvi recorded of 907.239ml. The review of the error log showed an error code 120.4610 (power supply processor charge level low failure), was recorded on (B)(6) 2025, at 7:00 am. At 7:09 am, the pcu was powered off. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Note to repair center: replace the battery and power supply board as a preventive measure. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported error code 120.4610 (power supply processor charge level low failure) was not replicated during laboratory testing. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.